Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed. However, there were no delay to patient care and adverse events or injuries reported based on this incident.